Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon p/a cr beaded #6l ; cat#5517f601 ; lot#unknown. Device name#tritanium bplate triathlon s7 ; cat#5536b700 ; lot#unknown. Device name#tritanium patella-asymmetric ; cat#5552-l-350 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: patient had bilateral manipulation under anesthesia. Only left knee implants were provided. This pi is for the patient's left knee.